Event description:
It was reported that an insertable cardiac monitor (icm) to have exhibited undersensing of qrs complexes following premature ventricular contractions (pvcs), resulting in recorded pause events. The device remains in service, and there were no reported adverse patient effects. The icm was explanted and returned for analysis.